Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: evaluation revealed that the label is torn/peeling/illegible. The battery compartment is cracked below pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.